Event description:
Report 2 of 2: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 10 tubes exhibited fibrin after processing. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, a total of 100 retained samples from lot number, 5143012, was visually inspected, and no factors relating to fibrin were found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of november 2025, therefore additional testing was indicated. Factors that may contribute to fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mode, fibrin, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples demonstrated clinically acceptable performance. This complaint has not been confirmed with respect to lot 5143012, for the indicated failure mode fibrin. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 10 tubes exhibited fibrin after processing. There was no health impact or consequences reported.